Event description:
It was reported to gore, the physician experienced difficulty removing the stapler after successfully implanting the circular bioabsorbable seamguard. However, several days post op, it was observed a leak had developed. The physicians reintervened and repaired the leak. During the repair, the physician observed the leak a serosal tear above the anastomosis and indicated that it was probably caused by the difficult removal of the stapler during the original procedure. The device was not removed therefore, no explant is available for examination. It was reported the pt tolerated the procedure.

Manufacturer narrative:
No lot number info was provided.